Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the emergency room feeling bradycardic. It was noted that the right atrial and right ventricular leads were dislodged. The leads were not capturing and sensing was noted to be poor. The leads were explanted and replaced. The patient was stable before, during and post procedure.